Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) experienced signal loss to the ilet only, resulting in dosing being scheduled to stop, and the user required assistance to complete cgm pairing and resume operation. No adverse clinical symptoms reported and a blood glucose remained unaffected. Outcomes included no injury, no medical intervention beyond routine troubleshooting, and no hospitalization. User support included guided troubleshooting and education, toggling the sensor settings, re-entry of the pairing code, and confirmation that the sensor and ilet entered pairing mode with a calibration fingerstick entered. Investigation of this case revealed a connectivity and setup issue limited to the cgm-to-ilet link that resolved after standard troubleshooting, with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup and pairing error leading to temporary signal loss.